Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that she was told she could undergo an MRI and simply had to change to the MRI mode on her pp when undergoing one. However, now that she tried to switch to the MRI mode, she would get an error message saying ¿patient information not recognized.¿